Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the compression cap of the hemostasis valve was damaged. The hemostasis valve of the catheter was damaged. Visual analysis of the lead indicated damage during use. The analyst noted the full delivery catheter was returned with the dilator, adjustable hemostasis valve, and lead. The adjustable hemostasis valve compression cap is broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the catheter was being prepared for use, it was observed that the valve on the end of the catheter was completely cracked and broken off. The catheter was not used and replaced with a new, undamaged catheter. No patient complications have been reported as a result of this event.